Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported device touchscreen intermittent response. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported device issue was due to physical damage of the device touchscreen from external impact. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The extensive evaluation was unable to reproduce the display fault, however, the touch screen was replaced as a precautious measure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's touchscreen was intermittently unresponsive. There was no patient injury reported as a result of this incident.